Event description:
Following the information provided, there was an indication of an unintended movement on the enterprise 9000x bed. It was reported that side rail controls were not working however, the head section of the bed raised on its own and an error code e300 was displayed on the device. There was no allegation of patient involvement. No injury was sustained.

Manufacturer narrative:
During a service of the device, it was found that the button on the side rail control panel was stuck in an activated position. It was detected by the bed as the e300 error code was displayed by the device. The troubleshooting section in the device technical documentation implies that whether the error code e300 is displayed on the control panel, the control button was pressed for more than 90 seconds. The instructions for use for the enterprise 9000x (document number: 746-591-en) includes the following information related to error code e300 and the maintenance of control buttons: - ¿if a button is held down for more than 90 seconds, the function will be automatically inhibited until the button is released.¿ . - ¿remove pressure from control button. If error code does not clear call an arjo-approved service agent.¿. - ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly.¿. Based on the investigation findings and the complaints analysis, the e300 error code was displayed because the control button was stuck in an activated position, which led to unintended movement of the bed. The main factor that could lead to the button being stuck might be related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). To sum up, there is no indication that the device was used with a patient when the event occurred. The device failed to meet its performance specification since there was a damaged control button which resulted in an unintended movement. The complaint was decided to be reportable due to allegation of an unintended bed movement. No injury was reported.